Manufacturer narrative:
The yearly inspection of the motorband will be detailed with the inspection of the stitchings.

Event description:
Motor band detached from the motor eye ring as pt was attempting to lift out of their wheelchair.